Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was received showing inappropriate therapy delivered to the patient due to the implantable cardioverter defibrillator (ICD) incorrectly classifying a supra ventricular tachycardia (svt) as a ventricular tachycardia (vt). The patient¿s healthcare provider was informed of the event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.